Manufacturer narrative:
The provided calibration data shows a shift to lower signals when switching to reagent lot 308327. The provided qc data is within range. There is no indication of a reagent issue event.

Manufacturer narrative:
(B)(6).

Event description:
The customer complained of a questionable elecsys ferritin result from 1 patient sample tested on a cobas e 801 module. The initial ferritin result was 124 ug/l. On (B)(6) 2018 a repeat ferritin result of 322 ug/l was obtained. Also on (B)(6) 2018 ferritin testing was performed on another analyzer with a result of 302 ug/l. The erroneous result was released outside of the laboratory to the patient. There was no allegation of an adverse event. It was stated that the patient historical ferritin results were around 300-400 ug/l. The ferritin reagent lot was 308327 with an expiration date of 31-jul-2019. The investigation is currently ongoing.